Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain and metallosis. Update litigation alleged the asr hip was explanted due to pain, weakness, swelling, stiffness, impaired mobility, and elevated levels of chromium and cobalt. In addition, litigation alleged the patient suffered post-surgical issues and complications associated with the asr hip explant.

Event description:
Pt was revised to address pain and metallosis.